Event description:
It was reported via repair work order that the foot left siderail was stuck in the down position due to a damaged siderail timing link with no exposed sharp edges. It was also reported that the motion interrupt pan was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.